Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Mother reported that the screen of the insulin pump was frozen and also had a keypad anomaly. Customer stated that the buttons were not working and the insulin pump was making a continuous beeping noise. Troubleshooting was performed and the drive support cap appeared to be normal. It was noted that the year and time were incorrect. Customer's blood glucose reading at the time of the call was 49 mg/dl and has treated with a manual injection. No further information reported.